Manufacturer narrative:
The "no sound" could not be confirmed, the speaker was replaced and the device was operational after repairs were completed and the device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.